Event description:
Customer reported the alarm has power but does not sound when there is no weight applied to the sensor. Customer has tested the alarm with multiple sensors and the same results occurred. Customer reported this was discovered during set up. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the alarm confirmed the reported issue. When the test sensor is plugged into the alarm and weight is removed from the test sensor, the alarm does not sound. When the test sensor is unplugged from the alarm, the failsafe on the alarm does not sound. When the sensor simulator is set to belt sensor mode, the alarm sounds continuously. The alarm initially powered on with batteries for these tests however, when the alarm was powered on with an external power supply to test the low battery function, the alarm lost power. The alarm was retested for power using batteries, but this time the alarm does not power on. The alarm powers on when tested with the 9v adapter. The alarm has been exposed to moisture. There is evidence of corrosion inside the dc input for the 9v adapter and on the sensor pins inside the receptacle. The alarm has been in service for over two years and the physical damages found could cause or contribute to the functional issue found. (B)(4).